Event description:
It was reported that the patient walked into the clinic holding their insertable cardiac monitor (icm) in their hand. The rep instructed the patient to follow up with their implanting physician to treat their wound from the implant site. It is unknown if the device fell out of the patient or if the patient scratched at the incision and caused it to come out. No new device was implanted. No adverse patient effects were reported.